Event description:
A customer contacted beckman coulter (bec) reporting a leak at the probe of the coulter ac*t diff hematology analyzer. The volume of the leak was about 20 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No discrepant patient results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013. The fse found that pinch valve lv10 was not fully rotating. The fse replaced pinch valve lv10 which resolved the leak. The repairs were verified per established procedures. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).